Event description:
The hcp reported that after a suture from the previous implant worked its way to the surface, the pt picked it out and caused suspected erosion at the site. It then began to drain and an infection was suspected. Upon opening the wound, the hcp found the erosion to be separate from the surgical wound site. The pump was explanted and the spinal catheter was left in place for use with future implantation of a new pump. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.